Manufacturer narrative:
(B)(4): mesh exposure. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a gynecological procedure to treat stress urinary incontinence and complex atypical adenomatous hyperplasia on (B)(6) 2005 and mesh was used. The patient experienced pain, infection, bleeding and erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures, including the surgical extraction of the exposed portion of the mesh and a new implantation of sling on (B)(6) 2005. No additional information was provided.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient underwent sling implantation concurrently with a hysterectomy. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-00117. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2003, and a mesh was implanted. It was reported that the patient underwent a posterior repair, enterocele repair, perineoplasty and cystoscopy on (B)(6) 2013, due to enterocele, rectocele and obstructive defecation. It was further reported that the patient had an exploratory laparotomy and bso on (B)(6) 2011, due to presence of a pelvic mass. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with laparoscopically assisted vaginal hysterectomy, bilateral salpingo-oophorectomy and cystoscopy with bilateral ureteral catheter placement. It was reported that following insertion the patient experienced recurrent urinary incontinence. (B)(4).